Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Date of event estimated. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported in a general comment that while using a nc trek neo balloon dilatation catheter (bdc) in a procedure the balloon failed to deflate. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.